Event description:
The patient went into afib/svt rhythm. Zoll r series defibrillator was connected to patient with the intent to synchronize cardiovert. Initially the defibrillator would not display the ECG in the defib mode using the one step patches, it demonstrated dotted lines. Changed to lead mode, able to see ECG but not able to sync for cardioversion as the qrs was too small. Increasing of ECG gain resulted in larger complexes. When sync button was pushed, the ECG gain would become very small and the machine could not sync with the small qrs complexes. This occurred repeatedly. A 5 lead ECG system placed, had a similar experience. Ultimately, a new device and one step patches used later in the identical position resulted in cardioversion. Manufacturer response for monitor/defibrillator, r series (per site reporter): the following from the manufacturer on their investigation: we have tested the device, the multi-function cable and ECG cable that came with the device and they all checked out fine. In evaluating the set of electrodes we did find an issue that may explain what was reported but we may need your help in getting clarification from the clinician involved in the event on what exactly took place. In evaluating the electrode, we noticed that one of the p leads (ECG lead on the anterior electrode) was measuring a higher than normal impedance. We are still in the process of debugging the cable assembly to understand what is causing this but the high impedance would explain the inability to view ECG via the p leads in the electrodes. What it doesn't explain is the inability to view ECG via the defibrillation lead (pads) or the five lead cable. Our understanding of the report was that the user attempted to view ECG via the pads lead and a separate 5-lead cable without success in addition to the p-leads incorporated into the electrode.